Event description:
Consumer bought 2 an up and up kids power toothbrushes. When using it for the first time the plastic part that holds the bristles came off while his (B)(6) year old daughter was using it. She began to choke on the dislodged piece. His wife was able to remove it. The daughter is fine now but it scared them and could've been worse if his wife didn't catch it. Picture sent by consumer indicated that the tuft carrier fell off the replacement brush head.